Event description:
This case was initially received via regulatory authority (reference number: mw5075765) on 27-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("coils migrated to other organs") and rectal haemorrhage ("bleeding from rectum") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), bupropion, estrogen nos (estrogen), hydroxyzine hydrochloride (hidroxizin), mupirocin, progesterone, propranolol (propanolol), ranitidine and vitamins nos. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pain in extremity ("right leg pain") and peripheral swelling ("right leg swelling"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, disability and intervention required), abdominal pain ("painful cramping (more so during cycle)"), dysgeusia ("metalic taste in mouth"), dental caries ("progressive tooth decay"), visual impairment ("vision deterioration"), alopecia ("hair loss"), rectal haemorrhage (seriousness criterion medically significant), stress ("stress"), muscle disorder ("unable to successfully push using stomach muscles during bowel movements"), headache ("headaches"), memory impairment ("memory lapses"), depression ("depression"), weight increased ("weight gain"), irritability ("extreme irritability") and urinary incontinence ("inability to control bladder / incontinence"). The patient was treated with complete removal of her reproductive organs - hysterectomy - on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, dysgeusia, dental caries, visual impairment, alopecia, rectal haemorrhage, stress, muscle disorder, pain in extremity, peripheral swelling, headache, memory impairment, depression, weight increased and irritability outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, depression, device dislocation, dysgeusia, headache, irritability, memory impairment, muscle disorder, pain in extremity, peripheral swelling, rectal haemorrhage, stress, urinary incontinence, visual impairment and weight increased to be related to essure. The reporter commented: the coils had migrated to other organs causing significant tearing, incisions and injuries resulting in the complete removal of all my reproductive organs in other words. A complete hysterectomy was done leaving her unable to produce her own hormones, inability to control bladder and unable to successfully push using stomach muscles during bowel movements. Injuries (disability, hospitalization and serious important medical events) were mentioned but not specified and /or assigned to one of the events diagnostic results: no testing was done prior to procedure being performed to see if I was allergic to the nickel or pet fibers contained in the coils. She had lot os tests and sonogram. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.